Manufacturer narrative:
No further information was provided by this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two cataract extraction procedure tow patients experienced corneal burns. It was reported that the phacoemulsification tip got hot. The handpiece was exchanged but the same tip was used again. The surgeon could not be sure if all of the ophthalmic viscoelastic device (ovd) was removed. Both cases were completed. This is one of two reports for this facility.